Event description:
Account states that some calcium results will initially be low and then repeat four or five mg/dl higher. No injuries were reported in association with this issue. The field service representative found that cuvette #4 was partially blocked with debris and repaired the analyzer by clearing the vacuum nozzle.